Manufacturer narrative:
No pt injury has occurred following this incident.

Event description:
Customer reported on bravo capsule which failed to detach from delivery system. The pt wasn't injured following this procedure.